Manufacturer narrative:
This report is submitted on october 12, 2016, by cochlear limited (manufacturer) on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011 h3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced no sound with the device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. Explant and reimplantation is planned but has not taken place at the time of this report october 12, 2016.

Manufacturer narrative:
This report is submitted on october 31, 2016, by cochlear limited (manufacturer) on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with another cochlear device during the same surgery. H3 other text: device not yet returned to manufacturer.

Manufacturer narrative:
This report is submitted january 13, 2017.